Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
Us complainant reported that a patient was on impella cp support. While on support, during percutaneous coronary intervention (pci), a spike in motor current (mc) along with increase of purge pressure to >900s and decrease in pump flow to 2.5 was noted. Mc was observed return to baseline and remained pulsatile and without decrease in flows. Suspected clot entrainment. Flows maintained. Impella was weaned and explanted. No patient harm has been reported.

Manufacturer narrative:
The investigation for low pump flow has been completed. It was noted that the team mistakenly implanted the pump prior to the start of heparinization. That being said, the motor current, purge pressure, and pump flows supposedly normalized and allowed them to finish the rest of the procedure before weaning. Data logs were reviewed and the spike in motor current was confirmed. The returned product was investigated and biomaterial was found to be wrapped around the impeller. The pump was soaked, the biomaterial was removed, and the pump was successfully run in the lab. The root cause of the low pump flow was determined to be biomaterial.